Manufacturer narrative:
The pump passed the functional testing. No motor error alarms were noted during the bolus/basal delivery and a motor position encoder error alarm was noted in the alarm history screen. Unable to perform the unexpected restart error test due to the motor error alarms. The motor was tested outside of the device and it passed. All operating currents are within specification. The pump was received with a cracked reservoir tube lip and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error. Customer's blood glucose at time of incident was 108 mg/dl. The customer reported the drive support cap appears normal. The customer stated that the device was not exposed to high magnetic field. The customer report motor position encoder error alarm. The customer just kept on getting motor error. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised to return the pump with battery and zero out basal rates.